Event description:
It was reported that the patient had dissatisfaction regarding the length and rigidity with the spectra penile prosthesis (spp). The spp was explanted and replaced with a lgx inflatable penile prosthesis. Should additional relevant details become available, a supplemental report will be submitted.